Manufacturer narrative:
The reagent lot number used at the customer site was 490657 with an expiration date of july 2021. Calibration and qc were within specifications. For the dates on (B)(6) 2021 the alarm trace showed "sample clot detection" and "sample short" messages. No general reagent issue was observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol ii results for 2 intraoperative samples from the same patient on a cobas 8000 e801 module when compared to results on a siemens module. To complement the cortisol results, the aldosterone test was also applied. Sample 1: the initial result was 4.2 ug/dl, which did not correspond with the aldosterone values. On (B)(6) 2021, the sample was repeated in another hospital on a siemens module and the result was 1295 ug/dl, which was in line with aldosterone values. Sample 2: (from another area of the adrenal glands) the initial result was 2.1 ug/dl. On (B)(6) 2021, the sample was repeated in another hospital on a siemens module and the result was 23.2 ug/dl. On (B)(6) 2021, the sample was repeated a third time and the result was 26 ug/dl. The repeated results (higher values) were considered to be correct. Numerical aldosterone values were not provided. The questionable results were reported outside of the laboratory. The cortisol ii reagent lot number and expiration date were requested but not provided.